Event description:
The customer reported that during use of this blade in a knee surgery, the "blade cutting extremities" broke. The customer reported that no broken pieces fell into the surgical site and that the user located all the broken pieces. There was a 10 minute delay associated with this event; however, there was no associated injury.

Manufacturer narrative:
Conmed linvatec received this blade for evaluation and confirmed the reported event. A visual examination found one end tooth detached from the blade, and the remaining teeth bent and worn. A hardness check of the returned blade found it met manufacturer specifications. A review of the device history record found no discrepancies. This type of damage is consistent with the blade teeth coming in contact with another metal instrument, such as the cutting block or retractors, that are harder than the blade teeth itself.